Manufacturer narrative:
On-site investigation was performed by field service engineer. The received photos confirms the reported issue. The mobile cart is designed for carrying the patient unit, the user interface and all required optional equipment. During installation the information from mobile cart installation instructions needs to be followed. In more details, the ventilator system needs to be locked to the mobile cart with the locking clamp, order of assembling components needs to be kept. If the back part of the servo-air unit is not pressed down when closing the locking clamp, the servo-air will not be securely fastened. The root cause has not been determined. A correction of field # d1 brand name, # d4 version or model # and # h4 device manufacture date was required. D1 - brand name - previous brand name: servo-air, corrected brand name: base unit, servo-air. D4 - version or model # - previous version or model #: servo-air, corrected version or model #: 6882000. H4 - device manufacture date - previous manufacture date: 05/28/2020, corrected manufacture date: 05/25/2020.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator was detached from the mobile cart. There was no patient harm reported. Manufacturer's ref #:(B)(4).